Event description:
The bottom cap on the distal component didn't release causing device to not fully deploy. The delivery system of distal component showed signs of barb engagement with sheath and cap upon removal.